Manufacturer narrative:
(B)(4). Result: mechanical shock problem. Analysis of the device (scissors mcl31 230mm ang bouchayer) confirmed the complaint. It was determined that the instrument was broken. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.

Event description:
The device (scissors mcl31 230mm ang bouchayer) was returned to mxi for service and repair. It was reported that the scissors are broken.